Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the operating room for an elective changeout procedure, externalized conductors were observed from a fluoroscopy review. The physician elected to cap and replace the lead. The procedure was completed successfully without adverse consequences. The patient was reported to be in stable condition before, during, and after the procedure.